Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels that started on (B)(6) 2017 and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 500 mg/dl. Blood glucose level at the time of the call was 418 mg/dl. The customer treated with manual injection. Customer reported the symptoms related to their high bgs such as nausea,vomiting and fast heart rate. During troubleshooting, the insulin pump did not show any sign of malfunction. Customer stated there are bubbles in tubing /reservoir and the cannula was bent as well. The insulin pump was not replaced or returned for analysis.